Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, a trapezoid rx lithotripter basket was used to attempt to crush a 1.9 cm stone manually. However, the handle cannula broke and the basket failed to crush the stone. The stone slipped out of the basket and the basket was removed. The stone was not removed, and a stent was placed for internal drainage to relieve symptoms. The patient was scheduled for another procedure to remove the stones. No patient complications were reported due to this event.

Manufacturer narrative:
Block e1: the initial reporter address is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.